Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the package of the proglide device was opened, a black piece of the device was broken off and loose in the package. It is unknown what part of the device was broken. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported black piece of the device was confirmed separated from the returned gated suture trimmer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaint from this lot. Based on the evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the device evaluation identified that the separated piece was a peg was from the suture trimmer. The separated piece is from an area within the suture trimmer that does not come in contact with the patient; therefore, could not result in an adverse patient effect. There was no damage noted to the proglide device.